Event description:
It was reported by service report that the technician inspected the o2 holder and the straps were breaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
O2 straps.